Event description:
Customer reported that the machine conductivity reading is okay but that the actual total dissolved solids, as measured with a hand-held total dissolved solids meter, is higher than the machine reading. The customer alleges that this is due to the operation of the centry reverse osmosis machine.